Event description:
Hcp reported total system explant in 2004 due to infection. Methcillin resistance staph aureus was the organism cultured. Date unknown. System was returned to the manufacturer for analysis.